Event description:
It was reported the customer was unable to exit from the priming process. The customer also reported receiving a compromised force sensor system alarm. Customer stated their drive support cap was sticking out. The customer's blood glucose was 4.1 mmol/l. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.